Manufacturer narrative:
The instrument was not returned for eval, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post evaluation), and/or, if additional info is received.

Event description:
It was reported that during a da vinci prostatectomy surgical procedure a piece of the precise bipolar forceps instrument fell into the pt. No additional info was provided. The planned procedure was completed and no pt harm, adverse outcome or injury was reported.